Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation, the patient was reported to have experienced an atypical seizure event. It was reported that the patient was unresponsive when attempted to be roused from sleep and that when their eyelid was lifted, the eyes "fluttered" from side to side for a few seconds which then rolled back. The patient was awoken when a cold washcloth was placed on their face. It was noted that the reported issue was unrelated to the ablation system.